Event description:
Upon inspection, injectors were found to contain lint and white fibers inside the pca cartridge. This poses a safety concern as a particulate injected into a pt can cause thromboembolism and possible bacterial contamination. Dose or amount: 1 df. Is the product compounded: yes. Is the product over-the-counter: no.